Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to syncope caused by a slow activation. It was noted that the cardiac resynchronization therapy pacemaker (crt-p) was unable to carry out program control testing due to the device being completely out of power. The data was ultimately collected, and it was revealed that the left ventricular (lv) lead had high threshold measurements and could not pace resulting in the patient have a low heart rate. A lead revision was scheduled. During the replacement procedure, the lv lead was confirmed by angiography to be larger with more adhesions and tortuousness. The coronary vein was blocked by the lv lead with a small collateral branch. A new lead was successfully placed but due to the patient¿s coronary vein structure, the new lv lead would pull when the patient heart would beat. The lv lead threshold measurements increased after fifteen minutes, and the new lead was abandoned. The old lv lead was removed, and a his bundle lead was implanted. The device was explanted and re placed. No patient complications have been reported as a result of this event.